Manufacturer narrative:
A2: corrected age. D6: added implant date.

Manufacturer narrative:
The first date aneurysm growth was visible was reported to be in 2013. Since no exact date for the aneurysm growth was provided, (B)(6) 2013, was used as the event date. Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. If lot/serial numbers are obtained, the review will be included on the final report.

Event description:
The following was reported to gore: on (B)(6) 2007, the patient presented with an abdominal aortic aneurysm and was treated with the implantation of gore® excluder® aaa endoprosthesis. The following maximum diameters of the aortic aneurysm/lesion were reported: 2011 ¿ 37 mm. 2012 ¿ 37 mm. 2013 ¿ 46 mm (little sign of type ii endoleak). 2017 ¿ 65 mm (little sign of type ii endoleak). (B)(6) 2018 ¿ 78 mm (no endoleak). (B)(6) 2019 ¿ 80 mm (no endoleak). On (B)(6) 2019, the endoprosthesis were explanted. According to the physician the devices had a perfect and solid position in the three sealing positions. It was stated that there was no evidence of an endoleak, but once the thrombus was removed minor lumbar bleeding was realized. Endotension is assumed. The patient tolerated the procedure.